Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed the reported low flow alarms; however, a specific cause for this finding could not be conclusively determined through this evaluation. A direct correlation between the log file findings, reported right ventricular dysfunction, and heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6) could not be conclusively established through this evaluation. The system controller event log file contains data from 08:13:37 through 09:04:21 on (B)(6) 2021. Several low flow events were captured throughout the file, resulting in 56 total low flow alarms. Calculated average flow ranged from 2.1-2.4 lpm for these events. Overall, calculated average flow ranged from 2.1-3.0 lpm and calculated pulsatility index (pi) average ranged from 7.8-11.6. No additional atypical events were captured. The pump operated as intended at the set speed. The center reported that the patient presented to the clinic with low flow alarms. The patient¿s speed was at 4600 (rpm), turned down from 4800 on (B)(6) 2021 due to lv of 4.6 and slightly worsening rv (right ventricle) function. It was later reported that the patient was getting a cardiac cta (computed tomography angiography) and a rhc (right heart catheterization). Multiple requests for additional information were sent to the center; however, no further details were provided. The patient remains ongoing on hm3 lvas, serial number (B)(6) and no additional complaints have been reported at this time. The hm3 lvas instructions for use (IFU) lists right heart failure as an adverse event that may be associated with the use of the hm3 lvas. The IFU provides an explanation of all pump parameters, including pump flow. The IFU states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This document describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented low flow alarms during a clinic visit on (B)(6) 2021. Reported pump speed was at 4600rpm, turned down from 4800rpm on (B)(6) 2021. This was due to the left ventricle (lv) internal diameter of 4.6cm and a slightly worsening of right ventricle (rv) function. Per log file analysis, the low flow events occurred at times when pi was elevated. There was a plan for the patient to receive a computed tomography angiography (cta) and right heart catheterization (rhc).